Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that her thermometer had allegedly given multiple false negative readings on her daughter. The device allegedly gave readings that were consistently 5°f low, and a fever of 100.8°f was later confirmed using a different household thermometer. There were no complications from this incident, and the child is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.